Manufacturer narrative:
The insulin pump failed the displacement test and had constant motor error alarm during rewind test due to motor encoder signal out of phase. Unable to complete the functional test, including the basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error motor position encoder error alarm in the alarm history screen due to constant motor error alarms. The stop idle current and run current measurement tests are within specification. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer reported that drive support cap appeared normal. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced.